Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The reported event ceased to function could not be confirmed. A root cause cannot be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and pass. The receiver will boot and charge. The receiver was perpetually rebooting. . Open receiver, detached ui pcba, and retrieve the receiver download: passed. The receiver down load show receiver automatic shutdown (on (B)(6) 17) followed by perpetually rebooting. Functional testing was unable to be performed. The complaint was confirmed for receiver ceases to function due to receiver automatic shutdown followed by perpetually rebooting.